Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient and who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had to recharge more often with the new implant and they eventually let the implant battery discharge and was not charged for an extended period. The patient met with a manufacturer representative who instructed them on how to resolve the issue and the patient was able to successfully bring the implant back. The patient then met with the representative on (B)(6) 2016 to assess programming and felt stimulation at the appointment but only when the clinician programmer was being used. The patient was able to check their implant with their programmer and it showed that stimulation was on. The patient changed stimulation and switched programming groups but it did not resolve the issue, they did not feel stimulation after increasing the amplitude on either group. It was determined that the external equipment was functional as the patient was also able to connect with the recharger. Additional information was received from the health care provider on 2016-09-28 that reported that the actions/interventions taken or planned to resolve the need to recharge the new implantable neurostimulator more frequently than the previous was to replace the battery with a new battery.

Event description:
Additional information was received from the health care provider that reported that the last time that the patient had surgery was (B)(6) 2015. The health care provider didn't feel that the patient needed a new exchange of a battery pack, and the patient¿s battery pack was working just fine. The only thing that the patient did need was a new remote to work the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.